Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice (hp) machine during drain 2/4 of the automated peritoneal dialysis (apd) therapy. Reportedly, the connection between hp's transfer set and the patient line of the hc set was loose. Hp noted solution "dripping" from the connection point. Hp tightened the connection and the "dripping" ceased. Tsc assisted hp in ending therapy early. Hp completed the therapy manually. Per hp, no patient injury or medical intervention was associated with this incident.